Event description:
It was reported that during an unknown procedure, there were dropping clips. The clips ejected from the clip applier after the route through the trocar without activation of the handle. Two open clips were lost in the abdomen. The surgeon used a second device to perform the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). Jaws. The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional and empty. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the feeder spring was noted not properly assembled causing the failure of the lockout mechanism. Excessive silicon was found on the clip track. Please note that the found feeder spring and silicon condition are unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.